Event description:
While using the saw to cut for total knee, the teeth broke off the saw blade. Two pieces retrieved from the field. X-rays were taken to ensure all pieces were retrieved. All x-rays were negative for foreign bodies.